Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device delivered an alert for high, out of range, pacing lead impedance. High capture threshold was also observed. The lead was capped and replaced. The patients condition after the event was good.